Event description:
It was reported that a patient was implanted with a prodisc c vivo device. A removal was completed on (B)(6) 2025. No additional information is known about the implantation of the device or why the implant was removed.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc c vivo device. A removal was completed on (B)(6) 2025. No additional information is known about the implantation of the device or why the implant was removed. A DHR review could not be completed as the part number and lot number were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is the lowest possible level of improbable. A review of the risk assessment found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was returned following the removal surgery and will be evaluated using exponents approved prodisc c evaluation protocol. The report will be issued under pdcv-0038. No pre-removal imaging was provided. There were no anomalies identified during the course of the investigation. A reason for the removal is unknown. This submission is 1 of 1 devices involved in this event.